Manufacturer narrative:
The qdot micro device was returned to johnson and johnson medtech for evaluation. Visual inspection and screening of the returned device were performed following johnson and johnson medtech procedures. Visual inspection revealed reddish material inside the pebax, and microscopic examination showed a separation between the pebax and electrode. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The force issue reported by the customer was confirmed based on the reddish material observed. The root cause of the pebax separation is related to the manufacturing process of the device. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The device instructions for use (IFU) contain the following information: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of j&j medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids from getting into the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a qdot micro catheter and as soon as ablation was started, the qdot micro¿ catheter had an intermittent catheter force sensor error (error number unknown) and high force readings displayed on the carto® 3 system. The cable was replaced without resolution. When the catheter was replaced, and the problem was resolved. The reporter stated the catheter is new. The case continued. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection revealed reddish material inside the pebax, and microscopic examination showed a separation between the pebax and electrode. This finding is MDR reportable.